Manufacturer narrative:
Approximately 3.5 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The returned valve was patent. It also met the requirements for siphon, pressure-flow, preimplantation and leak testing. The valve did not meet the requirements for reflux testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. . The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted a strata ii shunt on (B)(6) 2011. According to the report, the patient underwent shunt revision on (B)(6) 2015 due to the peritoneal catheter being occluded. Reportedly, there was no impact or injury to the patient.

Manufacturer narrative:
Approximately 3.5 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The returned valve was patent. It also met the requirements for siphon, pressure-flow, preimplantation and leak testing. The valve did not meet the requirements for reflux testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. . The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. Correction: as the lot number was not provided, a review of the manufacturing records was not possible. The product analysis summary has been updated to reflect this. (B)(4).